Event description:
An error code. While troubleshooting, the customer had a normal control test result of 178 mg/dl. The range is 89-120 mg/dl. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.